Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the returned mayfield 2 skull clamp a3059 shows no defect. The swivel lock can be opened and closes properly; it has been tested under pressure (20,40,60,80 lbs.) And has no movement. The thread and starburst teeth are in a good condition, the ratchet extension can be inserted fluidly into the base and it can be fixed properly, and the torque screw is really good to tighten and shows the right values under pressure. No spare parts are needed. The ratchet extension is marked, and the torque screw is not marked. The unit has been subjected to a successful functional check and it meets the manufacturer's specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The returned clamp showed no defects. The swivel lock moved properly, the torque screw was tested under pressure and had no movement. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that non-fluid rotation of the 2-point side when the mayfield composite series skull clamp (a3059) is loaded causes shaking of the patient's head skull and wounds. Additional information received also indicates the following: during the de-capping after endonasal pituitary surgery, the patient's head "fell" from the headrest (held by a caregiver) causing a scalp wound over its entire thickness and approximately 7 cm, requiring suturing with staples. There has been no adverse event report, no feedback on the patient's condition to date.